Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of erroneous results for 1 patient tested for thyrotropin (tsh). The erroneous results were reported outside of the laboratory. The initial tsh result from the e411 analyzer was 0.444 uiu/ml. This result was reported outside of the laboratory where it was questioned by the physician. The sample was sent to an external lab using an e601 analyzer and the result was <0.005 uiu/ml with a data flag. This result was also reported outside of the laboratory and the physician accepted this result. The customer repeated the sample on the e411 analyzer and the result was 0.234 uiu/ml with a data flag. On (B)(6) 2016 the customer repeated the sample that had been returned from the external laboratory on the e411 analyzer. The tsh results were <0.005 uiu/ml with a data flag, <0.005 uiu/ml with a data flag, and 0.010 uiu/ml with a data flag. On (B)(6) 2016 the customer repeated the sample using a new reagent pack and the result was still <0.005 uiu/ml. Troubleshooting was performed by the customer comparing results from tsh reagent pack with lot 12034101 to the results from a new reagent pack with a different lot number. The tsh reagent lot 12034101 produced results around 0.2 uiu/ml whereas the new reagent pack with the different lot number produced results below 0.005 uiu/ml. No adverse event occurred. The e411 analyzer serial number was (B)(4). The last liquid flow cleaning was (B)(6) 2016. On (B)(6) 2016 the service supervisor and the application manager visited the customer site. Analyzer performance testing was completed and the results were acceptable. Calibration and quality controls were acceptable. A specific root cause could not be identified. Based on the available data, no pre-analytical or analyzer issues were identified. Based on the information from the investigation, a general reagent issue can most likely be excluded. The tsh reagent pack 109838 with tsh reagent lot 12034101 may have been contaminated during operation. This could have occurred from the pipette tip of the probe, from dust in the laboratory or in the analyzer, or from the handling of the reagent pack. It was also noted that the quality controls are freeze-dried. During the process of making the material soluble, dust may have been created. This dust may have gotten into the analyzer, the reagent pack or onto the gloves of the operator.